Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Regarding the circumstances that led to the empty reservoir it was noted that the patient had moved from (B)(6) on (B)(6) 2016 and their regular refill date was approaching and their activity did not change. The patient had met with a physician on (B)(6) 2016 who instructed that the patient was to visit an alternate healthcare provider / pain clinic. The pump had been interrogated and it was decided that the pump had enough medication to last past their refill date of (B)(6) 2016. On (B)(6) 2016 the patient however started to feel really depressed and progressively got worse. When the patient visited the chronic pain clinic on (B)(6) 2016 the patient had explained to them what was going on. They were told they were going through withdrawal. They had inserted the needle into the pump and discovered that the pump was completely empty. The low volume alarm did not go off. The pump contained dilaudid at the time of the event. The pump was refilled on (B)(6) 2016. The event had resolved and it was noted that it had been 2.5 weeks and ¿everything seems to be ok¿ but their sleep. The dose of dilaudid was .991 mg/day and was indicated as needing to be turned up.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a consumer via a company representative. A few months ago the pump was empty, but the patient never heard the alarm. He had withdrawal symptoms. The factors that may have led or contributed to the issue were that the pump may be implanted too deep. There was no troubleshooting performed. On (B)(6) 2016 the pump was completely explanted due to end of life and replaced. The explant was not due to the alarm. As of (B)(6) 2016 the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the pump found no anomalies. Bench testing indicated that the "low reservoir alarm" triggered and functioned as designed. The analysis lab does not have printouts from the healthcare provider surrounding the "low reservoir alarm" issue so at this time it can't confirmed what the pump printouts said at the time of the complaint. An attempt was made to follow-up for this information, but no further information regarding the cause for the event was provided. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration and unspecified dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was scheduled to have their pump refilled on (B)(6) 2016. Five days prior to this date the patient began to get really sick. The patient experienced severe headache, back pain, an upset stomach, was depressed, was anxious, and had a "few more problems". The patient had also lost 16 pounds in those five days. When the patient went to get the pump refilled the nurse could not get any of the old medicine to come out. The pump was completely empty. It was believed that the patient was going through withdrawal. The low volume pump alarm did not go off. It was noted that if the patient had not had an appointment when they did, they did not know what would have happened. The patient was due to have the pump replaced in the next 5 months. The patient was a little nervous and had hoped their next pump would operate as it is supposed to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.